Event description:
It was reported that the customer went to the emergency room with a blood glucose of 576; cause was unknown. The customer received no treatment and was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.